Manufacturer narrative:
The conclusions are as follows: - the issue described in the complaint was not reproduced. - the screwdriver hexagonal tip dimension was measurement and was within specifications. - the visual check did not reveal any abnormality. A lead-pacemaker connection test was performed with the subject screwdriver and resulted in appropriate connection, confirmed by the clicking of the screwdriver and subsequent lead pull tests. Based on the available data, the cause cannot be determined. This complaint is recorded for trending purposes. For more details, please refer to the attached analysis report.

Event description:
Reportedly, during intraoperative pacemaker connection, the screwdriver was not able to fix the setscrew of the atrial vega r52 lead,despite 3 attempts (screwdriver provided with the pacemaker was used). Another screwdriver was used and the procedure was correctly completed.

Event description:
Reportedly, during intraoperative pacemaker connection, the screwdriver was not able to fix the setscrew of the atrial vega r52 lead, despite 3 attempts (screwdriver provided with the pacemaker was used). Another screwdriver was used and the procedure was correctly completed.